Manufacturer narrative:
The device has not yet been received for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the middle of the therapeutic liver transplant and splenectomy case, the jaw pad on two thunder beats were melting and burned out within minutes of initial use. There was roughly a 15 minute delay in the procedure to change the devices. The broken parts were retrieved from the patient. This was a single-use device that was reprocessed and reused on a patient. The case was completed with a third thunderbeat from a separate box/lot. No further medical intervention was required. There was no patient harm reported. This medwatch is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The customer confirmed the version of the software was ver. 2.00. The setting of intelligent tissue monitoring was "on" and is m is usually "on". The user understood the intelligent tissue monitoring clearly and the settings was not changed during the procedure. The device was used 5-10 minutes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the past investigation results, it is likely the falling of the tissue pad occurred by the following mechanism: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off due to load applied to the peeling tissue pad. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected prior to use. The new thunderbeat device was used to complete the procedure. No pre-existing conditions associated with the patient at the time of the event.

Event description:
This was not a single-use device that was reprocessed and reused on a patient.

Manufacturer narrative:
This supplemental report is being submitted to include additional information received from the customer. Section b5 was updated.